Event description:
End user reported 2 weeks ago developed a rash to skin immediately adjacent to stoma approximately one half inch are around half of stoma.

Manufacturer narrative:
Based on the available information, this event is deemed serious injury. End user changes wafer every 5 or 6 days and cuts opening to leave at least one eighth of a border of skin between opening and stoma. Review of crusting was done with end user. Alternate product samples will be sent. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc stomahesive wafer w/ flexible collar and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.